Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5054-58 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that there was an abrupt increase in impedance and total loss of capture. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.